Manufacturer narrative:
It was reported that the ventilator's o2 concentration values were drifting during overpressure alarms. At the end of the overpressure events, the o2 concentration did not return to the set value thus giving rise to low o2 alarms. The ventilator was investigated by our field service engineer on-site and the o2 cell was replaced which solved the issue. No log files has been provided and the replaced part has not been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).

Event description:
It was reported that the ventilator's o2 concentration values were drifting during overpressure alarms. At the end of the overpressure events, the o2 concentration did not return to the set value thus giving rise to low o2 alarms. There was no patient harm. Manufacturer's ref. #: 407408.